Event description:
Caller reported a time discrepancy with their pump, which was greater than five minutes, although the cause for the incorrect time could not be identified. Bg values remained within normal limits, avoiding levels above 500 mg/dl or below 54 mg/dl, and displayed values were within the expected range. Technical support assisted the caller by updating the pump time and recommended monitoring the situation, suggesting follow-up action if the discrepancy recurs. The caller understood the advice given.